Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site was unable to access picture archiving and communications system (pacs) to download a patient scan. Troubleshooting steps were performed. The site went to the digital intercommunication of medicine (dicom) transfer screen but was not seeing a wi-fi connection. It was noted that the site previously set up for wireless. The site then opened stealthstation configuration and noticed that wi-fi was turned off. The site did not know which network that the navigation system was using previously. It was advised for the site to use either a wired connection, or physical media to get the exam over until they could work with the network to get the wi-fi back on. No patient involvement was reported.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were able to connect through a hardline cable. It was noted that the site¿s it department was working on getting their wifi setup.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: wifi 9735797, end point s8 svc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.